Event description:
It was reported that the customer was really sick with diarrhea. It was stated that the customer did not want to be on insulin pump therapy at the time. It was stated that the customer had to be taken to the hospital and wanted to disconnect and store the insulin pump until the customer felt well. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.